Event description:
It was reported that on an unknown date a patient underwent fusion surgery using rhbmp-2/acs and interbody cage. Post-op the surgeon noted a halo effect around the cage and it was osteoclastic and did not come back. A revision surgery was done 3 years post-op.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.